Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pseudoaneurysm was not the result of an abbott product and the patient's cause of death by autopsy was pulmonary fibrosis, most likely drug-induced by long-term amiodarone treatment. The product's lot number could not be obtained; therefore, the primary di number is provided (d4), but full UDI information is not available.

Event description:
The patient underwent an index ablation procedure on (B)(6) 2024. A repeat procedure was also performed on (B)(6) 2024. It was reported that the patient was hospitalized on (B)(6) 2024 for a pseudoaneurysm of the distal right femoral artery which was treated with surgical intervention where a plastic patch was placed. On (B)(6) 2024, while still hospitalized, the patient's condition worsened due to severe pneumonia. The femoral punctures for both procedures were not performed by and abbott needle. The patient was transferred to the ICU on (B)(6) 2024. While in the ICU, the patient required intubation and experienced hypotension which required resuscitation. The patient deceased on (B)(6) 2024. Autopsy finding: pneumonia with pulmonary fibrosis, most likely drug-induced by long-term amiodarone treatment. Condition aggravated by severe dilated and hypertrophic cardiomyopathy. The physician does not allege the pseudoaneurysm was due to an abbott device. There were no performance issues with any abbott device.

Manufacturer narrative:
Additional information: b5, g3, h2.

Event description:
Additional information received from the rep indicated that the physician believes the reported event was caused by procedural technique and not by the device, therefore this is not a reportable event. The patient underwent an index ablation procedure on (B)(6) 2024. A repeat procedure was also performed on (B)(6) 2024. It was reported that the patient was hospitalized on (B)(6) 2024 for a pseudoaneurysm of the distal right femoral artery which was treated with surgical intervention where a plastic patch was placed. Physician believes that the pseudoaneurysm was caused by insufficient compression and not caused by the femoral puncture needle.